Event description:
Pt with sle developed dyspnea and pleuritic chest pain after the pt's 6th column treatment. Diagnosed with pe and dvt. The pt was found to have an abnormal lung scan which was positive for pulmonary embolus and the pt has chronic varicosities in the legs and complained of pain in the right popliteal area. Symptoms resolved with anticoagulation.